Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage. The patient was admitted to the hospital on (B)(6) due to temporoparietal lobe cerebral hemorrhage, and was given symptomatic supportive treatment with dehydration and cranial pressure reduction and rehydration as prescribed by the doctor, and was given intravenous fluids using a closed venous indwelling needle on (B)(6), and was checked to see that the needle was intact, and the puncture went smoothly and was properly secured. After the infusion was completed, the patient complained of fluid extravasation at the needle, skin redness and swelling (right forearm redness and swelling 5*8cm), so the needle was immediately removed, and the patient was given magnesium sulfate injection 20 ml of external compresses in accordance with the medical advice, elevated the upper limbs, and forbidden to be pressurized, and the patient's symptoms of redness and swelling were reduced after 2 hours.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4109451. 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. The puncture wound is relatively big or the indwelling needle is moved relative to insertion site during indwelling, resulting in fluid seepage at the insertion site. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further examination and the usage of the sample is unknown, the root cause of the complained defects cannot be determined.